Event description:
It was reported that (1) device was used during an anterior resection. It was reported by the affiliate that while using the tx60b instrument to transect the rectum in an anterior resection, the device was fired and appeared ok. It became apparent when using a circular stapler transanally to make the anastomosis, that the device went straight through, that there were no staples in the tx60b as there was no staple line. The surgeon then had to make a purse string and hand sew the anastomosis, thus a much more complicated procedure. This appeared to be ok, however the pt later became ill and had to be reoperated on, and there was a leak. The pt is however making recovery after being very sick.